Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was added: 4119. H6: results code was added: 3221. H6: conclusions code was added: 4310. The reported device was not received for evaluation. The reported condition of cross threaded healing collar was not confirmed. Visual inspection and functional testing to recreate the reported event could not be performed as the device was not returned. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product a definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : no lot number provided.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmerbiomet complaint (B)(4). Patient weight is not provided / unknown. Date of event is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reports that he accidentally cross threaded an unknown purple 4.5 mm platform healing collar when he tried to seat it into an implant. The implant remains implanted. Tooth location #3.